Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and myopotential oversensing. Programming changes were made.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed. The patient had no consequences.